Event description:
The customer reported that the system error and a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge pcb, hard disk drive, and image processor pcb were evaluated and replaced. System software and configuration files were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.